Event description:
Two patients had an ambulatory eeg (24 hours) in feb. There was a second patient with less injury. These two patients had a dark area at the site of t5 and at f2 (by the ear and center front.) They claimed to have felt something like an electrical tingle. Biomedical department checked out the equipment and then sent the equipment back to biologic for evaluation. Neither biomed dept at the hospital nor biologic could find a problem. Device returned by biologic. That is when it happened again. They have discontinued the procedure at the hospital. They used nuprep and ten20 on these patients as well as many others. Patient 1 had plastic surgery to repair a scar.